Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and the remaining clips were formed as scissored. In addition, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form correctly starting with the first clip. The surgeon noticed an odd sound on first fire. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what was the shape of the clip? Slightly scissored and not fully compressed at apex. Did any clips fall into the patient? If yes, how were the clips removed? Clips were removed with a grasper. Which firing of the device did this event occur on? First and second. What vessel or structure was the device fired on at the time of the event? Cystic artery or cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Dr. Said it sounded and felt different. Were any unexpected noises heard? If so, when? Slight crunching sound. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Unsure - clips will be returned with the device.